Event description:
It was reported that during procedure the coil stretched and detached prematurely. The coil was retrieved. There was no clinical consequence to the patient. No further details provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned with the introducer sheath. Visual inspection revealed that the main coil was broken, stretched out and tangled. No other anomalies were observed. Functional testing could not be performed due to the damage on the device. The device was confirmed to be in good condition prior to use. It is possible that some friction was experienced during advancement and the physician used excessive force in order to remove the coil from the catheter¿s lumen and subsequently the coil became stretched, tangled and detached inside the microcatheter. However the exact cause that contributed to this friction which resulted in the broken and prematurely detachment of the main coil could not be definitively determined.

Event description:
It was reported that during procedure the coil stretched and detached prematurely. The coil was retrieved. There was no clinical consequence to the patient. No further details provided.